Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. E1. Initial reporter last name unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that with the device the alarm still goes off when it is replaced with a sensor and also goes off when it is replaced with another hose. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
H6. Evaluation codes: updated. No product returned to verify or replicate the complaint. No photographic/diagnostic evidence of complaint provided by the customer. The root cause is unknown as the actual product was not returned. No serial number was provided so a device history record (DHR) review and service history could not be performed.